Event description:
It was reported to philips that the motorized movements of the system were not functioning. No harm was reported to philips. A philips field service engineer (fse) visited the site and replaced the geometry module. The device was returned to expected functionality. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Philips field service engineer (fse) inspected the system onsite and confirmed that motorized movement was not available. Upon equipment check, fse found that geo module was damaged. Fse replaced the geo module and a software reload. After replacing the geo module, the system was returned to use in good working order. The codes were updated based on the investigation outcome.